Manufacturer narrative:
Concomitant medical devices: fcl snare, surgical. (B)(4). Event evaluation: a review of complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, quality control and a visual inspection of the returned, used product was conducted during the investigation. An examination of the returned device noted that the basket sheath, as returned, had a kink noted at 5 cm distal to the handle. The basket sheath was bent at this location. The handle actuated the basket formation. The basket wires were intact and secured to the notched cannula and verified by tugging on the basket assembly as well as each individual wire. All parts of the basket including the distal loop were present and secure per the drawing. It was noted that the basket was misshapen when examined visually and when the basket was closed, the basket wired did not close uniformly but closed off center and to the side of the sheath before fully retracting inside the sheath. A review of the provided lot showed no nonconformances were reported during manufacture of the complaint lot. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives device description, intended use, warnings, precautions and contraindications regarding proper use of the device. The IFU includes the precaution that "excessive force could damage the device." We are unable to determine a root cause to the customer's complaint however, based on examination of the complaint device, it is possible to suggest that the device may have been subjected to excessive force during use. Per the conclusion of a quality engineering risk assessment, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events. Concomitant medical devices: fcl snare, surgical. (B)(4). Event evaluation: a review of complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, quality control and a visual inspection of the returned, used product was conducted during the investigation. An examination of the returned device noted that the basket sheath, as returned, had a kink noted at 5 cm distal to the handle. The basket sheath was bent at this location. The handle actuated the basket formation. The basket wires were intact and secured to the notched cannula and verified by tugging on the basket assembly as well as each individual wire. All parts of the basket including the distal loop were present and secure per the drawing. It was noted that the basket was misshapen when examined visually and when the basket was closed, the basket wired did not close uniformly but closed off center and to the side of the sheath before fully retracting inside the sheath. A review of the provided lot showed no nonconformances were reported during manufacture of the complaint lot. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives device description, intended use, warnings, precautions and contraindications regarding proper use of the device. The IFU includes the precaution that "excessive force could damage the device." We are unable to determine a root cause to the customer's complaint however, based on examination of the complaint device, it is possible to suggest that the device may have been subjected to excessive force during use. Per the conclusion of a quality engineering risk assessment, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a hysteroscopy procedure on a female patient, the tips of the snares broke off, remaining within the patient. This occurred with 3 devices during the same procedure 2 each from the same lot (1820334-2015-00464) and 1 of a different lot (1820334-2015-00456). The broken pieces were successfully removed (method was not provided) and disposed of. The procedure was successfully completed with another device. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Event description:
During a hysteroscopy procedure on a female patient, the tips of the snares broke off, remaining within the patient. This occurred with 3 devices during the same procedure 2 each from the same lot (1820334-2015-00464) and 1 of a different lot (1820334-2015-00456). The broken pieces were successfully removed (method was not provided) and disposed of. The procedure was successfully completed with another device. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation.